Event description:
It was reported that the screws fell out of the impactor handle during keel punch impaction and was retrieved.

Manufacturer narrative:
The surgery was able to be completed successfully with no delay or impact to the outcome of the procedure. A design change was implemented removing the screws from the device to prevent this failure mode.